Event description:
It was reported that 2 weeks after pump implant purulent drainage was observed from the patient's back incision. A reporter suspected that the system was removed but this was not confirmed. The device system was used to deliver baclofen. The dose was initially programmed at "30mcg/ml with a concentration of 500". The healthcare provider (hcp) was to increase the patient's dose on the day of the report. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID, 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).